Event description:
It was reported that this lead was attempted implant due to lead was not able to get good thresholds numbers. Product returned to boston scientific. No additional adverse patient effects were reported.